Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure the blade tip broke off and the foreign body remains in patient. Another device like device was used to complete the case.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. In addition, it was returned with the distal tip of the blade broken off and it was returned with the device. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure."